Event description:
It was reported that the ventilator shut down. It is unknown if there was patient involvement. (B)(4).

Manufacturer narrative:
The investigation consists a received device logs evaluation and from information received from our field service engineer (fse). No parts were replaced. An on-site evaluation performed by our fse found that the ventilator was running on battery operation when the shutdown occurred. The ventilator was tested and it passed all pre-use checks tests as well as functions, electrical, and safety tests according to its specifications. Evaluation of the received device logs confirmed the ventilator's shutdown due to low battery voltage. Ventilation had been ongoing for two hours on battery power when the first alarm, indicating limited battery capacity ,was generated. The unit alarmed three times indicating low remaining battery capacity before the ventilator shutdown. The ventilator was equipped with two battery modules at the time of the shutdown. The expected battery backup time per fully charged module is at least 30 minutes. Our conclusion is, that the ventilator worked according to it's specifications and alarmed for the situation as per design. The root cause for the reported event was a user error.

Event description:
(B)(4).